Event description:
The patient stated his infusion device was continuously beeping with a blank display. He stated his power pack was less than 2 weeks old and he did not receive the a2 (low power pack) or e2 (power pack depleted) warnings. The patient stated he tried to insert 5 new power packs that had been recently sent to him and he could not get his infusion device to reset. He stated he then inserted the original power pack that had failed into his infusion device and it reset. The patient's blood glucose reached over 500 mg/dl, while disconnected from his infusion device because he was waiting for a shipment of new power packs. The patient stated "I am not used to a flex pen anymore and I am not used to having to do a 70/30 mixture." He stated that once he finally got his infusion device to reset, his blood glucose came down. He stated his target range is around 125 mg/dl. The patient's symptoms of high blood glucose were anxiety, depression, and he was lethargic for 3 days. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.